Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast implant and experienced postoperative anisomastia (unknown side) and surgical intervention. The patient states that one side is bigger than the other side. As a result, the patient is planning to undergo go a surgical intervention to refill one of her mentor breast implants. At the time of this report, mentor has received no information regarding an expected explantation date. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis.